Event description:
It was reported that a patient who previously reported their implanted optimizer smart mini (osm) implantable pulse generator (ipg) was causing them to sweat, had their ipg explanted on (B)(6) 2024. The explant was performed at the patient's insistence and the patient refused all attempts by impulse dynamics and hospital staff to schedule an in-person visit. The patient stated they would only come in to have their ipg removed and for no other reason. The explanted device was returned to impulse dynamics USA in marlton, nj for initial evaluation on (B)(6) 2024. The device was x-rayed within its sealed, approved biohazard packaging and no anomalies were found. The device was then sent for decontamination at an approved decontamination facility, and the decontaminated device was returned to ID USA on december 3, 2024 for further evaluation. The device underwent electronic controls testing and passed all tests with no anomalies. Device logs during the time of implant were also examined, and similarly did not reveal any anomalies or malfunctions. It is still unknown why the patient was experiencing diaphoresis, but there is no evidence to indicate the patient's osm ipg caused or contributed to this condition.